Event description:
It was reported that the ilet user experienced repeated occlusion alerts while using an inset infusion set, with blood glucose measured at 310 mg/dl, after attempting to insert the infusion set directly into the skin without the applicator, resulting in a bent cannula and interrupted insulin delivery. Symptoms included hyperglycemia. Outcomes included troubleshooting, user education on correct insertion technique, a successful supply change, and shipment of replacement supplies. Investigation included review of the insertion procedure and on-call coaching to resolve the occlusion alerts. Investigation of this case revealed that the infusion set was deployed incorrectly, leading to occlusion due to a bent cannula consistent with an infusion set deployment problem. It was concluded, based on previously established findings for similar reports, that user technique was the cause.